Manufacturer narrative:
Other text: h10: device evaluation: one pneupac ventilator was returned for investigation in used condition. The manometer was out of specification. The customer reported product problem was confirmed during testing. There was a constant leak from the device. This issue occurred because of a faulty demand detector assembly. The problem source of this issue was unknown. A root cause was not established. The faulty demand detector assembly was replaced. The ventilator then underwent preventative maintenance. The ventilator then passed all the functional tests.

Manufacturer narrative:
Additional information was received on 5 january 2020 that the reported issue was discovered while in use with a patient with no alarm and no patient injury.

Event description:
It was reported the device was not reaching the set tidal volume when 100% oxygen was used. No adverse effects reported.